Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not going into standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. Investigation is ongoing

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer noted that the device was actually not in patient use at the time the issue was discovered. The asp engineer also stated that the issue was resolved once the hospital equipment department replaced the flow sensor assembly. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.